Manufacturer narrative:
It was alleged by the customer that the versacare bed exit did not alarm when a patient in the inpatient rehab unit exited the bed. The patient fell and subsequently died. The hospital¿s director of patient safety and rehab manager provided the following additional information. The patient in this event was a 65-year-old male weighing 59.7 kg (stated weight). The patient was admitted for a cerebrovascular accident (cva), right frontal hemorrhage, and acute pancreatitis. The patient¿s medical history included hypertension, congestive heart failure, alcohol abuse, smoker, and coronary heart disease. The reported incident occurred on (B)(6) 2024 at 0310. The versacare bed was reportedly not zeroed out and per the report, the bed exit alarm did not sound in the patient¿s room or to the nurse's phone. The patient was unresponsive, and a code blue was initiated. Return of spontaneous circulation was not achieved and time of death was called. The patient died on (B)(6) 2024 at 0310. Preliminary autopsy and cause of death was reported as hypertensive and atherosclerosis cardiac disease. No additional information was provided by the customer. The versacare bed system is intended to provide a patient support suited to be used in healthcare environments. The versacare bed may be used in such settings as acute care, step down/progressive care, medical/surgical, high acuity sub-acute care, post anesthesia care unit (pacu), and sections of the emergency department (ed). The device instructions for use state the bed must be zeroed before the patient is put on the bed. The IFU provides the following instructions for activating the bed exit alarm: to activate the bed exit alarm system, zero the bed exit feature, make sure the bed is plugged into ac power, make sure the patient is centered on the bed and aligned with the hip locator, press the enable control until the indicator illuminates, and press the desired mode control. When the system beeps one time and the indicator stays on solid, the system is armed. The baxter service technician inspected the versacare bed involved in the reported incident, which the customer had removed from service since the incident. The bed was inspected, and no malfunction was identified. The bed exit alarm functioned as designed. The versacare bed functioned as designed during inspection by baxter. In this event, a patient fell and subsequently died. The cause of the event can be contributed to use error of the versacare bed (failure to zero the bed, as reported by the customer). Prevention of this type of event is outlined in the device IFU.

Event description:
It was alleged by the customer that the versacare bed exit did not alarm when a patient in the inpatient rehab unit exited the bed. The patient fell and subsequently died. This report was filed in our complaint handling system as complaint # (B)(4).